Event description:
The facility reported a flogard infusion pump that presented an "f66 alarm". It is unknown if this event occurred during patient use. Patient involvement, patient/user injury or medical intervention information was not provided. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an f66 alarm was confirmed at the customer site. Service determined that the cause of the alarm was due to damaged main batteries. The batteries were replaced onsite at the facility by a baxter field service technician to resolve the issue.

Manufacturer narrative:
(B)(4). There was no patient involved.